Event description:
It was reported that bd saf-t-intima¿ closed IV catheter system was broken during use. Patient was undergone b-mode ultrasonography, x-ray, and CT scan of the left arm vessels. However, they did not find any broken cannula inside patient's left upper arm.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198219. Our records show the reported lot was manufactured in august of 2018, and determined that this is the only instance of a broken catheter occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers took the sample submitted and subjected it to microscopic inspection. During their observation they were unable to identify any defects in the tubing material that would have led to the broken catheter, it was also noted that the broken section of the catheter was rough, a characteristic consistent with tubing that has been pulled apart. Tensile strength tests were also conducted on retention samples to determine the average tensile strength for the lot, our results found all of the tested samples conformed to product expectations.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ closed IV catheter system was broken during use. Patient was undergone b-mode ultrasonography, x-ray, and CT scan of the left arm vessels. However, they did not find any broken cannula inside patient's left upper arm.